Event description:
On friday, may 1st, the pt, who lived alone, was discharged from the hosp after treatment of her asthma and bronchitis. While in the hosp, her blood glucose increased with the asthma medications. During hospitalization, her diabetes had been treated with insulin but she was returned to oral agents upon discharge and instructed to test her blood glucose three times a day. The pt was "unable to keep anything down" and reportedly did not take her hyperglycemic agents starting may 1st except perhaps on may 3rd. The pt's physician was called on may 2nd and 3rd and advised them to take her "liquid and her pills." The testing history for may 1-4 is unk until about 5:30 pm on may 4th when the pt's daughter helped her test with a surestep meter and obtained an ER 1 message. The pt performed a second test and obtained an ER 1 message. The meter was cleaned, and a third test also produced an ER 1 message. The meter batteries were changed. No further testing was performed. The daughter reported that the confirmation dot was dark blue, but that she was not aware of the color chart on the test strip vials. The pt fell after saying "it's not right" while being helped to bed and fell again when getting out of bed a short while later. The daughter remained with the pt until about 6am on may 5th. When the daughter called at 8:30am, the pt "sounded better." The pt's physician asked that she come to the office. When her granddaughter went to the house about 10 am, the pt was found dead in the bathroom. The cause of the death was ruled "a heart attack." No autopsy was performed. The meter was evaluated by lifescan on 5/19/98. Visual inspection, functional and blood testing were all within specs. The last recorded result in the memory was er1.